Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst while inside of the patient. The patient stated that there were allegedly holes noted in the balloon upon removal. There was no patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst while inside of the patient. The patient stated that there were allegedly holes noted in the balloon upon removal. There was no patient impact reported.

Manufacturer narrative:
Received 1 unopened foley catheter. Per the visual inspection, the exterior of the sample was examined and found that the balloon was intact. Per the functional evaluation, the balloon was inflated with 10cc water and found balloon inflated and deflated easily. The balloon was not burst. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst while inside of the patient. The patient stated that there were allegedly holes noted in the balloon upon removal. There was no patient impact reported.